Event description:
Pt had laparoscopic nissen fundoplication which converted to a laparotomy due to esophageal perforation after intra-operative dilation. The pt had dilators passed in a graded fashion started with 48 to 58. Fifty-six was passed easily into the esophagus into the stomach. When size 58 dilator was passed the tip of the dilator perforated the esophagus in the posterior wall on the right side. During the laparotomy the repair was performed on the esophagus. Gastrostomy and feeding jejunostomy were also inserted.